Manufacturer narrative:
Reported event: an event regarding incorrect selection involving a triathlon femoral component was reported. The event was confirmed via review of the provided implant sheet. Method & results: device evaluation and results: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: no other similar events were reported for the lot. Conclusion: it was reported that a right femoral component was implanted in the left knee instead of a left femoral component. The provided implant sheet was reviewed and confirmed that the reported device was implanted in the patient. It was also reported that "a right-sided femoral component was brought to the o.r. And o.r. Staff made aware. Mps confirmed there are no allegations of a product mix." This information confirms the root cause of incorrect implant use was user error. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A right-sided femoral component was brought to the o.r. And o.r. Staff made aware. The right-sided implant was put into the patient's left knee. Surgeon decided to revise the patient's knee 1 day post-op.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A right-sided femoral component was brought to the operating room and operating room staff made aware. The right-sided implant was put into the patient's left knee. Surgeon decided to revise the patient's knee 1 day post-op.